Manufacturer narrative:
Device lot number unavailable. UDI not available for this instrument. The tubing was returned to the manufacturer for analysis. Analysis found that the returned tubing had the wrong luer connectors attached at one end. Analysis found that the reported event was related to a mechanical issue. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, (B)(4), (rep): medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, there was a saline line issue. The site used spares to proceed with the case. There was no reported impact to patient outcome and no reported surgical delay.

Manufacturer narrative:
Additional information: additional information was received that the lot number of the damaged saline tubing was unknown. (B)(4) were both provided as potential lot numbers. If information is provided in the future, a supplemental report will be issued.